Manufacturer narrative:
Date of event unknown. One infusion pump was received for evaluation. Visual inspection found tamper seal broken, the right plunger case is cracked. The top case and battery are non-original equipment manufacturer. Event history log shows "syringe plunger not in place". Method used to duplicate the reported problems was the setup for flow test. The reported issue was duplicated. The cause of the reported problem is the plunger printed circuit board was damaged. No further actions at this time. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump has a plunger error issue. No adverse patient effects were reported by the customer.